Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory and was due to an uncorrectable parity error. The device was tested on the bench and no anomalies were found. The root cause of the parity error could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device preparation, when interrogating device a message of backup vvi mode was observed. The device was not use and was exchanged.